Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components is mostly likely the application of excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the image was blurry due to a cracked lens in the optical system. In addition, the outer tube was bent due to wrong handling with too much load on the outer tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that, during preparation for use, the image from the subject device was blurry and there were broken components in the optical system which caused a noise in the device. There was no harm or user injury reported due to the event.